Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. No associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility, the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. No associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, attachment is bent, was duplicated by a stryker diagnostic technician through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device is placed in parts retention.